Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1-a4: patient information was unavailable e1: initial reporter last name was unavailable h3, h6: no parts were returned for product analysis. Multiple device codes were applied. Below clarifies what each are associated with. A0803 - inaccuracy with the first spin a12 - an error message was displayed when trying to transfer the scan to the guidance system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the surgeon was unhappy with the accuracy from the first scan registration so a second scan was done. After completing the second scan, an error message was displayed when trying to transfer the scan to the guidance system. The manufacturer representative was unsure what the error was, but it was possibly something like patient mismatch. After further troubleshooting it was found that the inaccuracy with the first spin was due to the star marker being mounted incorrectly. The error with the second scan was due to the process. The representative did not know the patient identifier had to be the same as the current patient when importing a new scan. The use of the guidance system was aborted. There was no patient harm and the procedure was delayed less than an hour.